Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms") and systemic lupus erythematosus ("lupus") in a (B)(6) year-old female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Concurrent conditions included lupus erythematosus, bacterial disease carrier, foreign body in uterus, any part, perineal pain and fibroepithelial polyp. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), systemic lupus erythematosus (seriousness criterion medically significant), rash ("rashes"), tooth disorder ("dental challenges"), menorrhagia ("menorrhagia") and vulval disorder ("vulvar growth"). The patient was treated with surgery (total laparoscopic hysterectomy with a bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, alopecia, systemic lupus erythematosus, rash, tooth disorder, menorrhagia and vulval disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, genital haemorrhage, menorrhagia, neuromyopathy, pelvic pain, rash, systemic lupus erythematosus, tooth disorder and vulval disorder to be related to essure. The reporter commented: 9 coils - right side 3 coils ¿ left side foreign body in uterus any part (the patient has the essure device in place). Normal-appearing female pelvic anatomy, no gross evidence of perforation or migration of the essure coils. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), systemic lupus erythematosus ("lupus") and autoimmune disorder ("autoimmune-like symptoms") in a 42-year-old female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Concurrent conditions included lupus erythematosus, bacterial disease carrier, foreign body in uterus, any part, perineal pain and fibroepithelial polyp. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), rash ("rashes"), tooth disorder ("dental challenges"), menorrhagia ("menorrhagia") and vulval disorder ("vulvar growth"). The patient was treated with surgery (total laparoscopic hysterectomy with a bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, systemic lupus erythematosus, autoimmune disorder, alopecia, rash, tooth disorder, menorrhagia and vulval disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, genital haemorrhage, menorrhagia, neuromyopathy, pelvic pain, rash, systemic lupus erythematosus, tooth disorder and vulval disorder to be related to essure. The reporter commented: 9 coils - right side 3 coils ¿ left side foreign body in uterus any part (the patient has the essure device in place). Normal-appearing female pelvic anatomy, no gross evidence of perforation or migration of the essure coils. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.